Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. At this time the customer's sample is in transit to the manufacturer for investigation. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that the tube's flange broke while in the patient. The failure occurred on sunday (B)(6) and there was no patient harm. The caller stated that the patient had to be recannulated due to the issue, and received another perc tube. He did not know how long the original trach was in use, and he did not have a lot number for the tube.